Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Visual analysis: device photograph(s), for the device related to the reported event rupture was reviewed on 20-apr-23. Visual analysis of the photos identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell.

Event description:
Device has been explanted and replaced.